Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a change sensor alert during calibration. The customer¿s blood glucose was 51 mg/dl at the time of incident. Customer also reported a low blood glucose of 51 mg/dl and no form of treatment was reported. No low blood glucose troubleshooting was performed. The customer will receive a replacement sensor. Customer did not report if the auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. The insulin pump is not expected to return for analysis.